Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thump. The earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 1:20:56 am. There was no power data available for (B)(6) 2025 (sap event date) however, the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range utilizing the available historical data. All buttons functioned properly and no unexpected stuck button alarms, low battery alerts, battery failed alarms, or power-related alarms noted during testing. There were no stuck button or battery failed alarms found in the pump history and pump diagnostic trace files. According to the pump history records and the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days. The pump was cut open and the keypad overlay/button dome switch layers were removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, pillowing keypad overlay, and cracked battery compartment at the corner of the belt clip rails. Battery charge lasting less than expected complaint is not confirmed. Battery failed alarm complaint is not confirmed. Unresponsive keypad (buttons are harder to press) and stuck button alarm complaints are not confirmed. Cosmetic damage on the battery compartment (corner of the belt clip rails) is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump's battery life lasted less than a week, battery failed alarm, buttons were harder to press and crack on the pump. The customer also reported that pump asked to rewind even thought insulin was available in it due to an error. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was declined for pump error alarms and the customer was not able to clear the error. Troubleshooting was declined for battery failed alarm. Troubleshooting was partially performed for keypad anomaly and customer received stuck button alarm. Troubleshooting was partially performed for the cosmetic damage and found that there was crack on the battery compartment. No harm requiring medical intervention was reported. Product return requested for mmt-1884l. Customer declined to return.